Event description:
It was reported that the arctic sun device was insufficiently controlling a patient's temperature. The patient reached and then overshot the target temperature of 36c to 36.8c. The flow rate was 2.1lpm with no kinks in lines. The water temperature was 12c and the trend was neutral. Per mss troubleshoot, it was found that the patient was given tylenol. The patient may have had an infection and the patient's mandible was tense. Mss suggested treating heat generation per the facility's protocol and adding counter warming. The flow rate remained at 2.1lpm after disconnecting and reconnecting the pads. The patient was transferred to the ICU, after an hour the patient's temperature was 36.6c.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿poor flow¿ with a potential root cause of ¿improper storage causing crushed pad, pad dimples, and/or pad lines¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was insufficiently controlling a patient's temperature. The patient reached and then overshot the target temperature of 36c to 36.8c. The flow rate was 2.1lpm with no kinks in lines. The water temperature was 12c and the trend was neutral. Per mss troubleshoot, it was found that the patient was given tylenol. The patient may have had an infection and the patient's mandible was tense. Mss suggested treating heat generation per the facility's protocol and adding counter warming. The flow rate remained at 2.1lpm after disconnecting and reconnecting the pads. The patient was transferred to the ICU, after an hour the patient's temperature was 36.6c.